Event description:
It was reported that customer experienced issue where pump battery was not charging and later distributor noted damaged usb port that prevented connecting pump to confirm charging problem. There was no information provided regarding the customer¿s blood glucose level or any impact to it. Customer arranged for device to be returned, and distributor coordinated replacement pump, but no additional information was received regarding any further actions taken or final outcome of event.